Manufacturer narrative:
Correction: e2, e4. Additional information: h3, h6, h7, h9, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 19 nov 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the "air in line (ail) is physically broken" on an 8100 pump. There was no patient involvement.

Event description:
It was reported that the "air in line (ail) is physically broken" on an 8100 pump. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor assy broken housing,upper pressure sensor assy for error code 240.4150,third party part door latch assy,iui connector assy corrosion. A review of the device history record showed the device had a manufacture date of 19 nov 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the moog ail kit. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the "air in line (ail) is physically broken" on an 8100 pump. There was no patient involvement.

Manufacturer narrative:
Added additional information to d8, d9, h3, & h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device has been received, the investigation is pending completion.

Event description:
It was reported that the "air in line (ail) is physically broken" on an 8100 pump. There was no patient involvement.